Event description:
It was reported that this right atrial (ra) was explanted and replaced due to an unknown cause. During the revision procedure, the lead became dislodged, and the tip of the lead could not be retrieved. No additional adverse patient effects were reported. This lead is not expected for return. A good faith effort will be submitted in an effort to obtain additional details of this event.